Event description:
Caller reported a tandem mobi cartridge alarm that occurred during pumping. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the cartridge alarm and arranged to replace the pump and send a replacement for the cartridges. The customer was advised to return the problematic pump to tandem and will continue using the current pump, with backup mdi available if needed.